Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Forward firing and decreased vaporization efficiency were noted at 120,840 joules and 19:41 minutes. The tip of the first fiber was cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure "forward firing" of the fiber was noted. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome "ok" reported.